Event description:
On (B)(6) 2013 end user reported that the device caused her further injury. The injury was on her lower left leg above the ankle. The end user wound is 2 1/2 inches long. It was oozing, bubbling and infected. Did not seek hospitalization. End user also stated this has happened in the past, but not to this severity.